Event description:
Customer reported a motor error alarm. Customer's blood glucose was 232 mg/dl. Customer stated the motor error alarm occurred during an infusion set change. Customer also stated that the insulin pump was dropped on (B)(6) 2014. Troubleshooting helped the customer clear the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during the rewind due to corroded motor home switch. Traces of corrosion found at the electronic assembly per visual inspection. Insulin pump received with cracked case at display window corner and minor scratches on lcd window.